Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. It was reported by the customer that the extension set would neither flush or aspirate could not be verified due to the product not being returned for failure investigation. A device history record review for model mp5303-c and lot number 22129013 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connector was blocked and couldn't be flushed. The following information was provided by the initial reporter: "customer attempted to flush the extension set, but the extension set would neither flush."

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connector was blocked and couldn't be flushed. The following information was provided by the initial reporter: "customer attempted to flush the extension set, but the extension set would neither flush".